Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the overlay tubing breached in vivo/ environment stress cracking. The overlay tubing is an extra tubing, even thought that breached, but it is not effect on the electrical of the lead. Destructive analysis was performed, but there is no outer insulation breach or fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a sudden increase in impedance, high impedance, an insulation breach, and was fractured. The lead was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.